Event description:
It was reported that the patient's ins was changed out due to low or dead battery. When the patient's pocket was opened, there was a lot of fluid/pus in the right device pocket. Subsequent culture tested negative for infection. It was reported that the stimulator was not functioning "normally". No patient treatment was reported. The patient recovered without sequela. Reference MFR report #600003220803128.

Manufacturer narrative:
The neurostimulator has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.